Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred and alarm would not clear. The customer reverted to multiple dose injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined follow up from tandem technical support so no further information was able to be obtained.